Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the customer allegation was confirmed. The distal end was detached due to excessive force caused by user handling. Other findings included a missing distal end adhesive, leaking bending section cover on the insertion tube, detached bending section on the insertion tube, fluid stain evident on image condition, broken fibers evident on fiber image condition, and leaking biopsy channel. A comprehensive leakage check was not completed due to the damage to the distal end. The investigation is ongoing. Additional information has been requested. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the distal tip of the evis eus ultrasound bronchofibervideoscope was "coming away" and leaking during an unspecified procedure. The procedure was cancelled as there was no other scope available. There was no harm or user injury reported due to the event.

Event description:
The customer clarified that the scope was not used in the procedure and that the patient had been an inpatient. However, he was unable to advise on the patient's current condition or if the procedure has been rescheduled.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and based on the legal manufacturer's final investigation. Please see updates to b5, h6, and h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. The root cause of the abandoned procedure (phenomenon 1) and the tip of the scope coming away at the distal end and leaking (phenomenon 2) could not be identified. It was presumed that phenomenon 2 occurred due to mishandling of the customer. Additional findings included leakage from the bending section cover (phenomenon 3), detached bending section (phenomenon 4), display like fluid stain on the image (phenomenon 5), broken fibers (phenomenon 6), and leakage from biopsy channel and brush passage (phenomenon 7). The following precautions were described in the instructions for use (IFU), which could prevent the indicated phenomena: ¿ do not coil the insertion tube or universal cord with a diameter of less than 12 centimeters. Equipment damage may result. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. ¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. ¿ do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. ¿ turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage. The damage to the device was observed; therefore, it was determined that the device did not meet the specifications. It was unknown whether the device was used for medical treatment or diagnosis. As a result of reviewing the instruction manual and product labeling, there was no abnormality that leads to the phenomena. The root cause of the problems could not be identified. Based on the results of the investigation, it is presumed that the phenomenon occurred due to mishandling of the customer. Olympus will continue to monitor field performance for this device.